Manufacturer narrative:
D10: 02-020-12-0225 - truliant ps por fem ps por left sz 2.5 - 5732562. 02-022-35-2511 - truliant tib imp ps insert sz 2.5 11mm - 5037147. 02-022-35-2511 - truliant tib imp ps insert sz 2.5 11mm - m012890. 02-022-55-2525 - truliant por tib tray size 2.5f/2.5t - 6715376. 02-022-55-2525 - truliant por tib tray size 2.5f/2.5t - 6869504. 02-029-99-1001 - fluted headless pin 3.0" square head, pk2 - 025378. 200-07-29 - advanced patella 29m 3 peg implant - 6866290. 200-07-29 - advanced patella 29m 3 peg implant - 6866314. Unknown which implants are right or left. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient underwent a right total knee replacement surgery. Approximately 11 months later, the patient complained of pain and was revised due to a loose femur. Because the patient has filed a short form, it appears that they are alleging prosthesis wear of an exactech polyethylene device.